Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; that during the replacement surgery on (B)(6) 2013 of antegrade femoral nail recon was performed. During a removal procedure, the surgeon found it difficult to attach an extraction screw to a nail. It was reported that the surgeon made a 2.4 mm k-wire into a hook-like device and removed the nail by hooking a proximal hole. After the surgery, the nail and screw were checked, and re-attachment was attempted, but failed. In the first surgery, as the nail was over-inserted, the insertion of an end-cap became impossible. The operation was finished without the end-cap. It was further reported that at that time, the surgeon tried to insert the end cap forcibly. The original surgery was performed on (B)(6) 2013; antegrade femoral nail 10 x 380 mm, right (standard) was used for a femoral diaphyseal fracture case. On (B)(6) 2013, the patient had femoral neck fracture on the same side due to a traffic accident. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.